Manufacturer narrative:
Citation: tsigkas, g. Md. Et al. Transcatheter versus surgical aortic valve replacement in severe, symptomatic aortic stenosis. Journal of geriatric cardiology (2018) 15: 76-85, doi: 10.11909/j.issn.1671-5411.2018.01.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). Conclusion: based on the available information, medtronic product have been associated with the adverse event(s) but root causes could not be conclusively determined. No additional adverse patient effects or product performance issues were reported. A device history record review could not be performed as the serial numbers were not provided. However, medtronic has manufacturing controls in place to ensure that the devices met specification requirements prior to release from the manufacturing facility. The reported information does not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of transcatheter aortic valve replacement versus surgical aortic valve replacement in patients with symptomatic aortic stenosis. All data were collected through the results of multiple clinical studies and registries. No patient demographics or serial numbers were provided. Among all patients implanted with a corevalve, adverse events included: increased gradient measurements, unknown paravalvular leak, cerebral vascular accident (cva) and electrocardiogram (ECG) changes treated with the implant of a permanent pacemaker. All additional adverse events were reported to have occurred in clinical trials and have been captured via clinical studies. No additional adverse patient effects or product performance issues were reported.